Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen of with concentration 2000 mcg/ml at a dose rate of 767.8 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that an infection occurred. Externalization of pump was noted. The surgery was to occur on (B)(6) 2018. Environment al/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative via a healthcare provider reported the pump was externalized. The patient was on anti-biotics and being weaned off the pump using oral baclofen. The infection was being handled by weaning the patient off the pump. The device was still being used and if it is completely explanted the pump will be returned for analysis.